Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7f mynxgrip vascular closure device (vcd) was used for cardiac cath percutaneous coronary intervention (pci) last 2 weeks and patient came back several days later with complications of pain and swelling at the sight. Pseudoaneurysm was noted, drain was placed, infectious disease investigation, and antibiotics was given for cellulitis. The device will not be returned for evaluation. The product was not returned for analysis. A product history record (phr) review of lot f2033501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pseudoaneurysm and cellulitis¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Pseudoaneurysms and infection are known complications associated with these procedures and are listed as such in the instructions for use (IFU). These are common procedural complications that are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. There are patient and procedural factors that can contribute to these types of events. Pseudoaneurysms are internal hematomas with a persistent communication to a leaking artery and are typically caused by a penetrating injury, resulting in leakage of blood into an area between two outer layers of the artery, the muscularis and the adventitia, instead of exiting the artery. The risk factors for pseudoaneurysm are low femoral puncture (puncture of the superficial femoral artery), large sheath size, ineffective manual compression, anticoagulant and antifibrinolytic therapy, older age, and arterial hypertension. According to the instructions for use (IFU) which is not intended as a mitigation of risk, when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm. The IFU also noted that is a patient has had a procedural sheath left in place for a period of time, consideration should be given to the use of prophylactic antibiotics before using mynxgrip. Risk factors for procedural related infections include access site preparation, underlying medical conditions, such as diabetes and body habitus. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used for cardiac cath percutaneous coronary intervention (pci) last 2 weeks and patient came back several days later with complications of pain and swelling at the sight. Pseudoaneurysm was noted, drain was placed, infectious disease investigation, and antibiotics was given for cellulitis. The device will not be returned for evaluation.